Event description:
It was reported that during the attachment device "would not work with the cutter device in place." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported malfunction of the device would not work with drill bit in place was confirmed. A functional assessment was performed and the device has a worn / damaged thimble lock and does not lock and run a cutter properly. This is due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.